Event description:
It was reported that about 7 weeks after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis system. At 7 weeks after the treatment, the physician noticed a rectal fistula had occurred. The patient was treated with a foley and antibiotic. Currently the foley is discharged and the fistula is healing naturally. No further patient injuries or complications were reported. Patient is currently doing very well at home.

Manufacturer narrative:
No device will be returned; therefore, no direct product analysis will be available. The device history record for this serial# tc137834 was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.